Event description:
The patient was reportedly experiencing intermittencies, followed by loss of sound. External equipment was exchanged, however, it did not resolve the issue. Revision surgery will be scheduled.